Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation were able to be confirmed. The physical resistance and difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the armada 14 percutaneous transluminal angioplasty (pta) catheter instructions for use states: do not advance the armada 14 pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after advancing a 3.0mm x 200mm x 150cm armada 14 balloon dilatation catheter (bdc) to a heavily calcified lesion in the non-tortuous proximal superficial femoral artery with resistance felt and slight force applied, during the first inflation to 8 atmospheres using an unspecified inflation device, the balloon ruptured radially, with some contrast exiting the balloon. During withdrawal of the armada 14, resistance was felt against the vessel, slight force was applied, and a portion of the balloon separated in the anatomy, which was successfully snared using a non-abbott snare device. The procedure was completed successfully was another unspecified device. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device has been received. The device evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.